Event description:
It was reported that during device preparation for an unk procedure, the liberte' monorail stent delivery system fractured. The tech was attempting to remove the shipping mandrel from the end of the catheter and encountered resistance. The mandrel "was tight so they pulled hard and the catheter broke in half." There was no pt contact. The procedure was successfully completed with another liberte' stent. There were no reported pt complications.